Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060m serial# (B)(6) explanted: (B)(6) 2024 product type extension product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 product type extension product ID neu_unknown_lead serial# unknown product type lead product ID neu_ins_stimulator serial# unknown implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot#: unknown, product ID: neu_unknown_ext, serial/lot#: unknown, product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had a surgical wound with staples in situ and small area of erythema without discharge on (B)(6) 2023, so they were given tmp/smx 160/800 mg. The extension was explanted/replaced on (B)(6) 2024. However, the patient later reported on (B)(6) 2024 of inflammation along the extension path through the scalp. The skin became red and hot. They were given the same medication again on (B)(6) 2024. On (B)(6) 2024, there was now pus and system erosion/exposure with risk of superinfection including intracranial infection. The entire system was explanted/replaced on (B)(6) 2025 and again on (B)(6) 2025. The etiology was indicated as possibly related to implant procedure infection. The event also resulted in hospitalization. The issue resolved without sequelae.